Manufacturer narrative:
One tensioner, biosure sync was returned for evaluation of the reported complaint mode "broken tensioner". A visual inspection of the returned device has confirmed that the pulley assembly block fractured, causing it to separate from the tensioner body. Root cause for fracture was found to be inconclusive. Smith-nephew will continue to monitor for similar events. (B)(4).

Event description:
During an acl reconstruction, a piece of the tensioner broke, physician unable to use the tensioner and it was removed from the surgical table.